Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male patient contacted zoll customer support to report that the patient has a yeast infection under the lifevest (lv), and he was treated by his physician for it with medication and topical cream. The patient also has severe pain under his front therapy electrode (te) pad from the pressure it places on his chest wall. Zoll customer support recommended speaking with the patient's physician and suggested refitting the patient. A patient service representative replaced the patient's garments. There is no additional follow-up documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.